Manufacturer narrative:
Other relevant device(s) are: product ID: 9735796, serial/lot #: (B)(4), a medtronic representative went to the site to test the equipment. The manufacturer representative replaced the pcoip zero client. The system then passed the system checkout and was found to be fully functional. The pcoip zero client was returned to the manufacturer for analysis. The pcoip zero client was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the camera cart monitor went black, displayed the pcoip splash screen and displayed a "connecting to ip message". The monitor reconnected and then cycled again. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.